Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the force sensor was found to be out of calibration. The force sensor plate resistance was found to be out of specifications. The pump was opened and contamination was found on the force sensor plate.

Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed contamination on the force sensor plate and the force sensor was out of calibration. This report is made based on results of investigation completed on (B)(6) 2013.